Manufacturer narrative:
E1: initial reporter address: (B)(6).

Event description:
It was reported that a device entrapment occurred. The target lesion was in the severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device got stuck with the non-boston scientific guidewire. The catheter and the guidewire were removed as one unit, and the procedure was completed with another of the same device. There were no patient complications reported.